Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms and loss of capture at 3.5 volts. A radiograph revealed no signs of lead damage. During the revision procedure, the connections were verified to be appropriate and not damage to the terminal end of the lead was noted. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.